Manufacturer narrative:
(B)(4): the customer reported a speaker malfunction occurred. No pt harm was reported. No loss of audio was reported. The x2 speaker was replaced to resolve the problem. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a speaker malfunction occurred. No pt harm was reported.